Event description:
Reporter alleged obtaining the results of 137 mg/dl, 266 mg/dl, 206 mg/dl, 246 mg/dl, 195 mg/dl and 318 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the 9800 system was arching from the x-ray tube. No pt injury was reported.